Event description:
It was reported that patient presented via remote transmission with episodes of non-sustained lead noise due to intermittent undersensing of r waves on the far-field channel. Programming changes were recommended. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.